Manufacturer narrative:
B3: date of the event is unknown. One device was received for investigation. The device has a cracked enclosure under the quick connect, missing main block, contaminated water tank, faded line cord, lcd broken, and pcb damaged. The device was then functionally tested. The reported complaint is confirmed. The reported problem was caused by a cracked internal glass. No action was taken due to the device not being needed in the loaner pool and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the devices lcd screen was blank. There was no patient involvement and no patient harm/adverse event reported.